Event description:
The customer's father stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 764 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer last changed her infusion set the morning of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.